Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively on the arctic sun device. Replaced the drain valves and preventive maintenance was performed and replaced pump and motors, hours were 8059. Per follow up information received via email on 15apr2022, the device was received 06apr2022, and originally went in for 2000 hour preventive maintenance with no reported issues. The reported event was found during evaluation.

Event description:
It was reported that the ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively on the arctic sun device. Replaced the drain valves and preventive maintenance was performed and replaced pump and motors, hours were 8059. Per follow up information received via email on 15apr2022, the device was received 06apr2022, and originally went in for 2000 hour preventive maintenance with no reported issues. The reported event was found during evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.